Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2011. As reported by the patient's attorney, the patient underwent a revision procedure of the lynx device on (B)(6) 2014 due to vaginal mesh erosion/extrusion. On (B)(6) 2018, a non-bsc sling was implanted. Boston scientific has been unable to obtain additional information regarding the event to date.